Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 600 mg/dl; cause was not known. A correction bolus was delivered to address bg. Customer was hospitalized for elevated bg and diabetic ketoacidosis (dka). Customer was treated with intravenous insulin/fluids. Elevated bg/dka were resolved and customer was discharged on (B)(6) 2018. As the event had occurred in the past, a cause could not be determined.